Event description:
"Pic only" inbound. Pt's daughter (B)(6) said 4 cassettes in last week's shipment weren't working. Part of the tubing pulled too much and wasn't aligned. It would set off the sensor on the pump. No further details provided. Cassette issue.